Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by attorney that the patient underwent hernia repair surgery on (B)(6)2012 and mesh was implanted. It was reported that the patient experienced adhesions, mesh erosion, pain and hernia recurrence . It was also reported that the patient underwent a mesh revision on (B)(6) 2019. No additional information is provided.